Manufacturer narrative:
Batch review performed on 06-03-2025. Lot 2404882: (B)(4) items manufactured and released on 15-03-2024. Expiration date: 2029-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
On the (B)(6) 2024 the patient undergone tka. On the (B)(6) 2024 the liner was revised due to infection related to uncontrolled diabetes. On the (B)(6) 2024 the liner was reviced again due to infection related to uncontrolled diabetes.